Event description:
After placing the pigtail in the vivo the operators found the string port of the hub was keeping leaked.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
After placing the pigtail in the vivo the operators found the string port of the hub was keeping leaked.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found no damage to the product. Leak testing of the hub section found leakage at the suture sleeve. The most likely cause of the leakage at the suture sleeve was insufficient glue ((B)(6) ) applied inside the suture sleeve and between the suture strings. As corrective action, catheter assembly operators were provided awareness training regarding proper application of glue ((B)(6) ) inside suture sleeve and between suture strings. Training was completed on (B)(6) 2021. Parts for this lot were manufactured around (B)(6) of 2020.